Event description:
Due to severe anemia/d.u.b. Dr pushed nova sure procedure on me. Assuring me it would stop bleeding. Despite me not being an adequate candidate. Expandable frame did not cover the entire uterine cavity. I have a larger uterus. Tissue destruction did not reach optimal depth. Also I had 3 fibroids which obstructed expandable frame. More testing on larger uterus needed. Left side severe pain, incontinence. Five days later, bleeding, clots.